Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient suffered a fracture around their lesser trochanter due to fall which the stem subsided. It was also indicated that the stem was loose at he bone to implant interface. The size 11 corail high offset stem 46 bipolar and 28+ 1.5 head was removed. He got fixation with an aml size 12 small stem and used a bipolar construct. Doi: (B)(6) 2019; dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot ==> null device history batch ==> null device history review ==> null if information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.